Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: bi71000488r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pendant of the imaging system was unresponsive. It was reported that restarting the imaging system restored functionality. There was no patient present when this issue was identified.